Manufacturer narrative:
The problem may be caused by an inappropriate usage. While encountering to dense bone, the surgeon should use the tibial peg drill to make four pilot holes before positioning the tibial tower onto the tibial baseplate trial, otherwise the device breakage might happened. On the other hands, the device manufacturing manner of the spike part has been revised from one-piece machining to welding to further enhance the device strength.

Event description:
During a knee surgery, the spike on the tibial tower instrument broke while being attached to and removed from the tibia trial. The broken piece was found in the bone and safely extracted using a rongeur tool. This incident did not affect the patient or delay the procedure, as the tibia preparation was already complete and the instrument was no longer needed. The surgery concluded successfully without further complications.